Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle penetrated through the shield on the bd microlance¿ 3 needle. The following information was provided by the initial reporter, translated from (B)(6) to english: 1 needle has sleeve perforated.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 05-apr-2022 h.6. Investigation: to aid in the investigation of this incident, two affected samples were returned for evaluation by our quality engineer team. One of the samples had a cannula through the needle shield and another sample had a cannula without the point. The returned samples confirmed the reported incidents. We have determined that the bent cannula through the shield could have been produced in the last step of the assembly process where the shield is introduced to the product. Due to an insufficient adjustment of the assembly machine, the shield was incorrectly positioned and the cannula was bent. The missing needle point is related to an inverted cannula, as the bevel was located inside of the hub component. The cannula components are received in cartridges. The cannula cartridges are introduced directly to the assembly process. This defect most likely occurred due to a defect in the positioning of the cannula in the cartridge.

Event description:
It was reported that the needle penetrated through the shield on the bd microlance¿ 3 needle. The following information was provided by the initial reporter, translated from dutch to english: 1 needle has sleeve perforated.